Manufacturer narrative:
A getinge service technician will investigate the device. A follow-up emdr will be submitted when additional information becomes available.

Event description:
Following information about the event was provided: (B)(6) male s/p cabgx5 required iabp to separate from hlmachine, then transitioned to cardiohelp and transferred to another facility by ambulance. During transport, the abd was activated during transport with pump stop. Hand crank was utilized as circuit was checked, no air noted, the abd sensor was properly attached with sensor arrow in the direction of forward flow. Abd was reset, hand crank stopped. Forward flow was initiated with an abrupt pump stop. No air noted, clinician noted that back flow prevention had been activated . The circuit was again checked for air and no air was noted. Hank crank was again utilized while clinician again checked the circuit and found no air. The abd was reset and forward flow initiated. The clinician noted that the ch unit was a loaner ch unit and will quarantine the unit until service technician assess the cardiohelp device. ¿ no harm to the patient was reported. Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the patient was transferred to another facility by ambulance when the device detected arterial bubbles which caused a pump stop. The emergency drive was used and the circuit was checked to be free of air. The flow-/bubble sensor was reattached and flow was reestablished. The backflow prevention activated and the circuit was again checked to be free of air. The arterial bubble detection was reset again and flow was initiated again. The repair of this unit is currently on hold as the device is under ship hold. We are in contact with the depot centre. Once the ship hold is resolved, the device will be investigated and repaired, if necessary. The log files of the reported cardiohelp device were reviewed and the detection of arterial bubbles, which caused a pump stop could be confirmed multiple times on (B)(6) 2022. Additionally, the activation of the backflow prevention could also be confirmed. No exact root cause for the failures could be established. However, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure "pump stop due to bubble detection": bubble intervention not working wrong information wrong bubble sensor information, influence due to other ultrasonic devices (e.g. Flow sensor), bubble sensor defective / disturbed, environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage), software failure, interface to cardiohelp error, detection of no-existing bubbles. Referring to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure "unintended backflow prevention": unintended backflow prevention by flow sensor or venous bubble sensor e.g.: malfunction of flow or venous bubble sensor. Sensors are disturbed by external electric or magnetic field (emi) or ultrasonic system result of that may be: backflow prevention activated. According to the instruction for use (IFU) chapter 5.3.1 "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Further, in the IFU chapter 6.1 "physiological alarms and interventions" it is stated that before beginning the application, it has to be ensured that the selected warning and alarm limits, as well as interventions, are suitable and safe for the patient and the current situation. Before beginning the application, every intervention selected has to be checked by simulating an alarm condition. On top of that, in the IFU chapter 6.2.4 "bubble monitoring" it is additionally stated that microbubbles = 5 mm can also cause the pump to stop or trigger backflow prevention. The review of the non-conformities has been performed on 2022-04-07 for the period of 2019-08-06 to 2022-04-02. It does not show any non-conformity in regard to the reported product and failures. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2019-08-06. Based on the results the reported failures "pump stop due to arterial bubble detection" and "backflow prevention activated" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. If significant information becomes available we will re-open the investigation and initiate necessary steps if necessary. H3 other text: 4117.

Event description:
Complaint ID: (B)(4).